Manufacturer narrative:
(B)(). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was provided for evaluation. The complaint defect was confirmed. The cause was determined to be a supplier manufacturing issue - particulate matter. Baxter has issued a supplier corrective action report to the supplier of the bags. A batch review was performed for lot gd875526; no defects were noted during the batch review. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a substance was found inside the pack of a connection shield upon open. There was no patient involvement. No further information is available.